Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.2 cm diameter abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the physician implanted the stent graft. No complications were noted during the procedure. Shortly after the procedure, the patient coded and CPR was administered. The patient recovered and was fine. The physician believed the patient had a vaso vagal episode, or perhaps reacted to the wire manipulation from the procedure. It was reported that there was a lot of wire manipulation during the procedure, due to difficulty advancing the wire from the left iliac artery up into the descending aorta. The physician believed the difficulty was caused by vessel tortuosity and a possibly diseased aorta. Five days after the index procedure, the patient lost consciousness while at home, and paramedics responded. At the hospital, a CT scan was performed, revealing a distal descending thoracic aortic aneurysm rupture. The patient coded again while being prepped for emergent implant of a taa graft, and died before the graft could be implanted. The physician believes that the paramedic's application of CPR to the chest may have weakened the thoracic aorta and caused the rupture. The physician had been aware of the thoracic aortic aneurysm prior to the index procedure to treat the abdominal aortic aneurysm, and had planned to treat it six months after the index procedure, as the patient did not want it treated first.

Manufacturer narrative:
(B)(4).